Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided . PMA/510(k) number not available. Device manufacture date not available.

Event description:
It was reported that a patient's crown was out and the doctor discovered a broken screw. After removal of the screw, the threads of the implant seemed to be damaged.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. The following sections are being reported: b4: date of this report was updated. D1: brand name was corrected. D2: common device name and device product code was corrected. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: type of investigation code was added: 4111 and 4114. H6: investigation findings code was added: 3221. H6: conclusions code was added: 4315. H10: narrative/data was updated. The product was not returned. Therefore, the reported event could not be verified. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR and complaint history review could not be performed for the product reported as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Functional testing could not be performed since the product was not returned. Therefore, the reported event couldn't be recreated. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the probable cause for the reported event is customer error in screw/implant torqueing, incorrect assembly of the abutment/mount to the implant and excessive loading on abutment/implant assembly. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text : device remains implanted.